Event description:
Bilateral burns post MRI. Elderly female with history of diabetes and chronic lymphedema underwent an MRI of the foot on [redacted date]. During follow-up her provider identified burns on the dorsum of patient's both hands which the patient reports began to redden the day following her MRI. She states they do not hurt and she has been applying an otc cream, no other treatment. Manufacturer response for MRI scanner, (brand not provided) (per site reporter) unknown by this reporter other than that the responding (covering) service manager said he would notify our service engineer.